Manufacturer narrative:
Review of results files for batch 22102. Lots in use: r734/221628. Sample ID (B)(6) - echo reported all screen cells as negative. Wells are visually positive for screen cells 1 and 2. Screen cell 3 is visually negative. Control well resulted as expected. Customer was informed that negative wells that visually appear positive are addressed in cc-09-042-02. Customer advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On 24may2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The customer reports results are visually positive despite echo reporting them as negative. Customer reports patient has an anti-d.